Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported possible deflation. This record is for the right side. Device remains implanted.

Event description:
Healthcare professional reported possible [gel] deflation. Healthcare professional later confirmed "device was not ruptured". Unreporting the previously reported rupture.healthcare professional further reported "capsular contracture baker grade 3". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events of rupture, use error and capsular contracture was received on june 24, 2025, with lot number 39866. Based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Device was explanted and replaced. Healthcare professional reported "device was not ruptured but had capsules. Implants were damaged trying to get the capsule off with scissors". Healthcare professional later reported "capsular contracture baker grade 3". Unreporting the previously reported rupture.

Manufacturer narrative:
Healthcare professional reported "device was not ruptured but had capsules. Implants were damaged trying to get the capsule off with scissors". Hence, unreporting the previously reported rupture. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.